Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 10 july 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 4. Xt (lot:40423r1075) was implanted successfully in the anterior/septal leaflet commissure. A second xt (lot: 40529r1020) was then placed attempted to be placed anterior/septal central but became caught in chordae. The clip was freed from the chordae and placed on the valve. After deployment, the clip detached from the septal leaflet but then attached to a septal leaflet chord. Due to limited room on the leaflets and the clip appearing stable, no additional clip was placed. The procedure ended with tr reduced to grade 1. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported difficult positioning in anatomy was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.